Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at third dilatation. The procedure was completed with a different device. No patient complications were reported.